Event description:
On 6/20/2024, it was reported by a sales representative via sems- (B)(4) that (qty. 2) of an ar-9625 3.0 mm hex driver were broken with no further information provided. This was discovered during a procedure, with no reported patient harm. Additional information was received on 6/25/2024: the tip is warped on one and broken on the other. This was discovered during a reverse tsa procedure on (B)(6) 2024. The case was completed when they were done using the device. There was no case delay. Additional information was received on 7/2/2024: the rep could not confirm which ar-9625 3.0 mm hex driver was broken and which one was warped. All fragments were retrieved of the broken ar-9625 3.0 mm hex driver.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, 3.0 mm hex driver, ar-9625, batch 022243, was received for investigation. Upon visual investigation it was noted that distal tip of the device had broken, and the tip of the device was warped/stripped. The most likely cause can be attributed to over-torquing/over-engaging the driver within the screw head.